Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/13/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a breast implant surgical procedure on (B)(6) 2016 and the topical skin adhesive was used. Following the procedure, the patient experienced red and burned skin where topical skin adhesive was applied. The patient's skin was very irritated and when the doctor tried to use a petroleum jelly, the topical skin adhesive did not come off. Additional information will be requested.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a breast implant procedure on (B)(6) 2016 and the topical skin adhesive was used. On (B)(6) 2016, the patient experienced red and burned skin where topical skin adhesive was applied. The patient's skin was very irritated. It was recommended to rub benadryl on itching areas. The patient was treated with benadryl when the reaction presented. Benadryl and hydrocortisone mixture were used to remove the topical skin adhesive and the itching stopped. The doctor opined that the patient had a reaction to the topical skin adhesive. It was reported that the patient current status is great. Additional information was requested and the following was obtained: please describe how many layers of dermabond were applied: 1 layer. What layer of tissue was the dermabond applied: skin. Procedure date: (B)(6) 2016. Location and incision size of product application: breast approx 15 cm incision. What prep was used: hypafla. (B)(4). Was incision re-prepped before closure: if so, with what: if so, was the prep allowed to dry: not re-prepped before application. Was a dressing placed over the incision: if so, what type of cover dressing used: loose gauze. Date of reaction - (B)(6) 2016 breast. Do you have any pictures of the reaction: yes. How large of an area does the reaction cover: surrounding incision line growing to approx 1-2 inches in some areas. What was done to address the reaction: recommended to rub benadryl on itching areas. After it persisted, vaseline to remove and it was difficult to remove. Benadryl and hydrocortisone mixture took the dermabond off and stopped the itching. What type of medication: dose: when (date) administered: benadryl was recommended in indicated dose when reaction presented. Was the product removed: was another method used to close the incision: the product was removed with benadryl and hydrocortisone mixture. Nothing reapplied. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde: not known. Were any patch or sensitivity tests performed: no. Lot number involved. Not known. What is the physicians opinion of the contributing factors to the reaction: reaction to dermabond. What is the most current patient status: patient is great. Is a representative sample (product from the same lot number) available for evaluation: no. Patient demographics: initials / ID; age or date of birth; bmi ; gender ¿small patient; (B)(6) bmi; female. Patient pre-existing medical conditions (ie. Allergies, history of reactions). None known. If female, has the patient been exposed to similar products, such as artificial nails. Not known. Was demabond or skin adhesive used on the patient in a previous surgery or wound closure: no.